Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and the lead appeared damaged at implant.

Event description:
It was reported that there were positioning difficulties and unacceptable thresholds on the right atrial lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.